Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels rose to 400 mg/dl while wearing the pod for less than an hour. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. As treatment, a new pod was applied.